Event description:
It was reported that the ventilator was contaminated with liquid/milk. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the issue further and found out that the monitoring printed circuit board required replacement. The replaced part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated noise - continuous "bip" sound. Further evaluation revealed that the milk residue have been found inside ventilator. Identification of issue has been done by analyzing problem description, service report, attached photos, video and related support case ID#(B)(4).. Based on technician statement, the "bip" sound was coming from monitoring printed circuit board. The device has been cleaned of milk residues. After that, it was impossible to turn on the ventilator and the continuous "bip" sound was heard again. Finally, broken pin was found and the issue has been resolved by replacing dc/dc & standard connectors board. The issue was decided to be reported as an ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. It is not known when and under what circumstances the milk entered the equipment. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.